Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 4. The patient's largest prescribed fill volume (lpfv) was 1500 ml and the drain volume was 2758 ml, which met iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the home patient (hp)'s nurse on (B)(6) 2010 to notify her of the iipvs found during evaluation. The nurse stated that the hp mentioned to her that she ends therapy early as the hp works and needs to get the kids off to school. The nurse stated that she would talk to the hp about not ending therapy early.

Manufacturer narrative:
(B)(4). Two of 5 emdrs. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). A review of the device logs confirmed an increased intra-peritoneal volume (iipv) event. Internal & external visual inspections revealed no issues. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The cause of the iipv was determined to be insufficient drain due to a use error; the tidal ultrafiltrate removal was set too low (0ml). A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. A service history review (shr) revealed that no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).